Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid optical laparoscope had broken off loose pieces inside the lens. How the issue occurred is unknown. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the malfunction was due to the application of excessive force as well as the effect of considerable mechanical force caused by an impact, fall or collision with other devices. However, the root cause has not been identified. Olympus will continue to monitor field performance for this device.